Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor product used for treatment, was returned for evaluation. The complaint stated: ¿anchor was bent and broken when inserting it.¿ the insertion device was returned with a partial anchor attached. No suture was returned. There was audible click upon rotation of the torque limiter. The inner rotating shaft advanced. It was bent off axis and rotated slightly off concentric. Symptoms are aligned with loss of axial alignment and excess torque which fractured the anchor. Influences that could compromise product performance or integrity that are unrelated to manufacture include: damaged or use of other than recommended prep instrument size or types. Unexpected bone condition/density. Shallow prep hole. Loss of axial alignment before completed insertion. Per instructions for use : ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Smith and nephew disposable and reusable awls specific to the suture anchor are sold separately.¿ per instructions for use, prep instrument for normal bone conditions is a 3.8mm straight awl. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during surgery the device broke while inserting it. There was a backup device available. No significant delay or patient injury was reported.